Manufacturer narrative:
Details of complaint: the nurse reported that the multigas unit was not reading co2 waveform on the monitor while in patient use. The customer changed out the gas trap and tubing and replaced them with a new set-up, but the unit still did not detect co2 output. Additionally, the sealing plug with the green o-ring did have some free play in it. They also checked to see if it was an intermittent issue, but after testing it for almost 45 minutes, the unit never displayed a co2 waveform on the monitor. They removed the faulty unit and replaced it with a loaner, using the same water trap and tubing. The loaner worked as intended, properly displaying co2 waveforms. No patient harm was reported. They sent the failed unit in to nihon kohden for evaluation and repair. Service requested / performed: evaluation / repair: nka repair center evaluated the device. The reported issue was duplicated. The following component was replaced to resolve the issue: 0010 cd-314p-03 gas unit, gf-210ra 1 ea. Investigation summary: the overall risk of this event is determined to be high. The investigation conducted under irc-nka300155492 concluded that for gf-210ra, revision cb and onward, with sensor unit cd-314p, revision 2 (serial numbers (B)(6)), needed a firmware upgrade. Revision 2 of cd-314p utilizes a new pump with a slight difference in specification. The sensor unit detects this small difference and output as gas device error. The countermeasure is to perform a firmware upgrade and/or replace the sensor unit with cd-314p, revision 3. The firmware was updated under CAPA 19-016. The customer also reported the green o-ring seal had "free play in it." This is referring to the problem identified under mb-3009 ((B)(6) 2020), where the o-ring assembly problem could potentially cause lower than expected gas readings. Per mb-3009, free play on the sealing o-ring means it was assembled appropriately - no action is needed. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor: model #: bsm-6301a sn: (B)(6)

Event description:
The nurse reported that the gas unit was not reading the co2 waveform on the monitor while in patient use. They changed out the gas trap and tubing and replaced with a new set-up, but it was still not picking up a co2 reading and the sealing plug with the green o-ring does have free play in it. They also checked to see if it was just an intermittent issue, but they sat there for almost 45 minutes, breathing into a mask, and it never once showed a co2 waveform on the monitor. They took out the faulty unit and replaced it with the loaner and used the same water trap and tubing, but the loaner worked just fine. The loaner displayed co2 waveforms as it should. No patient harm was reported.

Manufacturer narrative:
The nurse reported that the gas unit was not reading the co2 waveform on the monitor while in patient use. They changed out the gas trap and tubing and replaced with a new set-up, but it was still not picking up a co2 reading and the sealing plug with the green o-ring does have free play in it. They also checked to see if it was just an intermittent issue, but they sat there for almost 45 minutes, breathing into a mask, and it never once showed a co2 waveform on the monitor. They took out the faulty unit and replaced it with the loaner and used the same water trap and tubing, but the loaner worked just fine. The loaner displayed co2 waveforms as it should. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: d10: concomitant medical device: the following device(s) were being used in conjunction with the gf-210ra gas unit. Bedside monitor: model: bsm-6301a, sn: (B)(4).

Event description:
The nurse reported that the gas unit was not reading the co2 waveform on the monitor while in patient use. They changed out the gas trap and tubing and replaced with a new set-up, but it was still not picking up a co2 reading and the sealing plug with the green o-ring does have free play in it. They also checked to see if it was just an intermittent issue, but they sat there for almost 45 minutes, breathing into a mask, and it never once showed a co2 waveform on the monitor. They took out the faulty unit and replaced it with the loaner and used the same water trap and tubing, but the loaner worked just fine. The loaner displayed co2 waveforms as it should. No patient harm was reported.